Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device related to the reported event capsular contracture on (B)(6) 2022, with lot number 3470194. Analysis of the returned device identified the weight the device within specification, wear abrasion and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.